Event description:
It was reported that a loss of therapy occurred following a fall. Loss of therapy occurred on the left side, but the pt still felt therapy on his right side. Also reported was a reading of >4000 ohms on some of the bipolar pairs. X-rays were taken and the pt was being worked up for a lead revision. No date was set yet. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).